Event description:
The customer obtained a 22mg/dl and 62mg/dl blood glucose comparison on the accu-chek compact plus system. The customer states she obtained an additional comparison with blood glucose results 31mg/dl and 80mg/dl on the accu-chek compact plus system. On both occasions, test results were obtained within 10 mins. The customer felt hypoglycemic with the 22mg/dl blood glucose result. The customer ate a handful of jelly beans and felt better within 15 mins. No reported symptoms/actions/treatment with the second set of blood glucose comparison. New system sent to customer and return requested.